Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was emitting premature low cartridge warnings. This complaint is being reported because the reported issue could cause a delay in insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the pump was returned with the low cartridge warning level set to 20u. The black box shows low cartridge warnings with the following date and times:.#2. On (B)(6) 2016 at 19:15 with 13u remaining, (B)(6) 2016 at 20:02 with 12u remaining, (B)(6) 2016 at 18:02 with 11u remaining, (B)(6) 2016 at 07:45 with 20 u remaining, (B)(6) 2016 at 08:52 with 12u remaining. The units remaining were calculated correctly. The pump was primed until 20u remained in cartridge at which point a low cartridge warning was given. Cartridge was removed and 20u were visually confirmed remaining. The ¿low cartridge warning¿ was found to be functioning properly during testing.